Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced sensor reading discrepancies. The customer stated that the sensor glucose and blood glucose readings would be over 100 points apart which caused her to experience low blood glucose. Customer had been experiencing low blood glucose since october and had treated with carbohydrate intake and glucagon shot. Troubleshooting was declined. The insulin pump will not be returned for analysis.